Event description:
The surgeon was using the rachet handle and too much torque and snapped the screw head off the tread is still inside the patient.

Manufacturer narrative:
The investigation revealed that too high torsional forces acted on the screw and led to the failure in the forced rupture mode during the insertion. Indication for material or manufacturing related problems were not found in this investigation. Based on statistical evaluation, no indication was found for any device related issue.